Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that application kept freezing and lagging during use. The technical support specialist (tss) determined station was experiencing slowness while being monitored remotely. The station was taken down, and login was performed using administrative credentials. The database was decrypted, and a backup was completed following the standard procedure. The medication application was repaired through the system control panel. Finally, the station configuration was updated to reboot into the application interface. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed when they tried to login the station, it keeps freezing and lagging. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.